Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
It was reported that the customer¿s device would not provide any voice prompts. Without voice prompts, the user would not be able to use the device properly on a patient if needed. There was no patient use associated with the reported event.